Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had a drawer failure. A field service engineer replaced the retractor band and the drawer came back up, but the cubies failed to open. An inspection was performed in hta, and all cubies were removed from moab for cleaning to eliminate any debris. Unfortunately, the issue persisted, leading to the conclusion that a new moab was necessary. The moab was replaced and configured accordingly. However, different cubies began to exhibit failures. Extensive troubleshooting was carried out with the assistance of the team lead. It was determined that the moab was defective, and a faulty cubie was responsible for the intermittent failures. The moab was replaced once more, and the defective cubie was identified, removed, and returned to the customer to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the bd pyxis medstation system wsicu main drawer 3.2, multiple pockets failed and were not detected on the communication bus, which hindered users from accessing medication. This incident resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.